Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2022. During procedure, "the dart did not work after being activated and the suture threads were already fixed." It was reported that it was not possible to identify whether the failure was in the device or in the suture. This event may suggest that suture got stuck after the device was actuated. Furthermore, it was reported that there was a "material breakage." This event may suggest that the dart detached from the suture. No other information is available regarding the event.

Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of "material breakage.". This complaint was received from brazil and was reported anonymously to anvisa (agencia nacional de vigilancia sanitaria). Anvisa ref no. (B)(4).